Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reverted to an alternate method of insulin delivery. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.